Event description:
This is an international report where a leak was found from the tubing. There was no patient involvement and no patient injury or medical intervention reported along with this complaint.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). Baxter received one wet cassette. Visual inspection performed with no issues noted. Leak testing performed with no issues noted. Clear passage test performed with no issues noted. Clamp function test performed with no issues noted. Sample ran on homechoice machine with no issues noted. Sample was not confirmed for the reported problem. The cause was not identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.